Event description:
It was reported a patient presented elevated metal levels. Patient might have to undergo right hip revision surgery. This is a bilateral patient, left side revision surgery contained on MDR 3005975929-2018-00419.

Manufacturer narrative:
It was reported that left hip revision surgery was performed on a bilateral patient. This complaint covers the right side, in which no revision occurred as per the current records provided. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Cobalt and chromium levels were 12.9 and 5.7 ng/ml in june 2018. However, no information has been provided regarding a revision. Due to the insufficient information for this side, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.